Event description:
Patient thought to have pink eye, prescribed normal antibiotic treatment, saw optometrist in 2007 and three days later with lessened effects, however, received notice of voluntary recall of amo complete moisturizing plus contact solution as pt was using for last two-three weeks - recall listed acanthamoeba keratitis as result of using this product. Dose: use to clean / store contact lens. Frequency: daily. Route: ophthalmic. Dates of use: fifteen days in 2007. Diagnosis or reason for use: lens cleaning solution.